Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. Additionally, it was noted "even if the result is conform, the customer consider that the result is not conform due to some germs were detected. It was also noted "in more of that a leakage was detected" during reprocessing on the endoscope. Below are results during sampling and culture test: resampling and reprocessed showed results -conforms: (B)(6) 2022- bacteries gram positive 5 cfu/100ml, 1 cfu/endoscope (B)(6) 2022- microorganism revivable- 2 cfu/100 ml, 2 cfu/endoscope. (B)(6) 2022- microorganism revivable- 3 cfu/100 ml, 1 cfu/endoscope. Bacteries gram positive- no cfu provided. (B)(6) 2022- microorganism revivable- 1 cfu/100 ml, 1 cfu/endoscope. (B)(6) 2022- microorganism revivable- 1 cfu/100 ml, 1 cfu/endoscope. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) . Aer/ewd reprocessor: tested. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : manual cleaning : not performed. Brush points: brush model: n/a. Manual disinfection : n/a. Disinfectant used: n/a. Scope not sterilized. Scope storage: no information provided. Scope maintenance : by olympus. Noted: successive positive readings sent to olympus. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported the device channel (all channels) conforms to results of revivable micro-organisms <1 cfu/100 ml and <1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: leak on connecting tube (insertion part) noted. Air leak inspection failed. Function checks: angulation system test passed. Processor checks: image and light transmission system test passed. Electrical safety test passed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.